Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . The device was in overall good condition. The complaint od the device not occluding found the pump's downstream occlusion sensor not activated when testing. Signs of fluid ingression's were found on pump by chassis base of the downstream occlusion sensor. The "device not occluding" issue possible was caused by fluid ingression's. Downstream occlusion sensor will be replaced. Dso replaced and passed all testing.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump was not occluding. No patient injury or complications were reported in relation to this event.